Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specifications. During analysis, a failure event was observed which was unrelated to the reported event: visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal portion of the lead. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
It was reported during unrelated procedure that the atrial lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.